Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that ???/hour glass/no readings/sensor error in status box occurred. The patient could not remember but stated he thought it was probably less than a week after the sensor was inserted. He stated that he could not remember exactly but thought that the displayed showed, 'loss of service, wait up to 30 minutes.' This occurred intermittently over multiple hours. His blood sugar was low, and he got weak and passed out. Because he was unconscious, he could not recall who called the ambulance, what hospital he was taken to, or anything that happened that day. After receiving an unspecified medication, he regained consciousness and was released from the hospital. He stated that an x-ray was done but did not provide any details of what body part was involved, the reason for it, or the results. No specific cgm or bg values from before, during or after the event were provided. At the time of the report he was recovering but not feeling 100 percent well because his blood glucose levels were erratic. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.